Event description:
A customer reported via phone call indicating that they were hospitalized for a low blood glucose level of 48 mg/dl. The cause of the low blood glucose was due to the customer delivering a bolus without eating. The customer declined troubleshooting. Details of the hospitalization were not provided at the time of the call. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).